Manufacturer narrative:
A visual inspection and tests for needle and flow were performed on the returned used cannulas. The soft cannula was crimped (2/5), and the soft cannula was perforated at the tip (1/5). This can occur by incorrect application. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, the infusion set, that the patient reported not being as sharp as usual, went through a primary evaluation. It was found that the teflon cannula was longer than the steel introducer needle, preventing the patient from easily inserting the infusion set. The product will be sent for more in-depth evaluation and those results will be included in a supplemental report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.